Manufacturer narrative:
During testing the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had normal operating currents and no unexpected alarms. The insulin pump was received with cracked reservoir tube lip, cracked case on window corner, minor scratches on liquid crystal display window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Event description:
The customer's father stated that the buttons were not working. There was no response from the keys. The blood glucose reading was not given. The patient did not recall any significant events that led to the incident. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.